Event description:
I noticed with my pump, when priming the tubing, prior to insertion into body, the piston rod was clicking but the counter remained on zero for awhile. Finally the counter started to work and the counter was up to approximately 15 units before any insulin came out of the tubing. I was experiencing high blood sugars, well over 200, even while wearing the transmitter and sensor along with the pump. I was sent a replacement pump and experienced the same effects with high blood sugars and the primer timer. I was sent a second replacement pump and am still experiencing the primer counter issues. My blood sugars are not as high as previously reported, but, are not as they were prior to these problems occurring. With this pump, I am experiencing a lot more hypoglycemic episodes. I believe the issues could be caused by either the piston rod or by the reservoirs that hold the insulin. I have had problems with theses also. They appear, at times, to form a vacuum that is so bad, you have to use another reservoir. My nurse practitioner had the medtronic trainer call me. Even though I was experiencing issues, it took her six days to return the call. She told me that she does not pay any attention to the primer timer. She just waits until she sees insulin coming out. She also told me that blood sugars in the 200's, even with a transmitter and sensor were nothing to worry about and that at least I wasn't running in the 400's. Her name was (B)(6). I might add that her training of how to use the pump was less than adequate. Since nobody at medtronic is able to give me any answers as to what is wrong or whether or not they are looking into the problem, I fear that someone may lose their life using this pump. I have had diabetes for 52 years and used to work in the medical field. I know when I need to seek medical help. Others may not. I would check the reservoirs for fit within the cavity, the seal in the syringe and the piston rod also. You may want to take a look at the sensors also. They appear to be constantly defective. Check my records and other patients to see how many have been returned. Sometimes I don't even call anymore if they are defective. I think medtronic is on the right path with this pump. However, being a pump wearer for 48 years and being medically trained, there are too many blood sugar fluctuations, reservoir issues, sensor issues etc., that it was put on the market too early. I do not feel safe wearing this pump and nobody at medtronic knows how to respond to questions regarding these issues. I have the serial numbers of the two pumps that were sent back to medtronic and I saved some of my syringes that fit in the reservoir. I will send them upon request. FDA safety report ID# (B)(4).

Event description:
Additional info rec'd from reporter on 06/16/2021 for mw5097965. Medtronic 670g closed loop insulin pump. This is my second complaint regarding the same issue. The last complaint was made in (B)(6) of 2020. This insulin pump will work normally for awhile and then you notice an increase in blood sugars that remain fairly constant and even with extra insulin delivery by patient does not alleviate the problem. It appears that the problem I have experienced is under delivery of insulin. As I reported before in (B)(6) 2020, I believe the issues are with either the cartridge that contains the insulin or the piston rod. I have also started to notice that when trying to fill the cartridge from the bottle of insulin, there is an extremely bad vacuum effect which sometimes will suck the insulin quickly back in the bottle or if you try to fill the cartridge with this pressure, it sometimes will push the plunger right out of the cartridge and the insulin goes all over you. Over the past six months, my glycohemoglobin has been 6.2 and 6.4, which is good control. Over the last six weeks or so, I average in the two and three hundreds and I rarely will test any lower than 178. I am not currently, nor have I in the past few months had any illnesses or infection. However, I am feeling nauseated, tired, flushed and last week had to be treated for thrush, which, more than likely, was caused by high glucose levels that my body is not accustomed to. I am a frequent tester and will continue to monitor myself closely, seeking medical help if necessary, until this problem is resolved. Your agency has received almost 27,000 complaints with issues with this pump and at least one death, maybe more deaths by now. I feel that your agency needs to take this issue a little more seriously, as millions of people world wide use this pump. I informed medtronic on (B)(6) 2021 that I would try using the pump with the transmitter to see if that made a difference in the glucose levels and that I would contact them if no improvement was seen. It appears I will be contacting medtronic sooner than I thought. This appears to be a continous, ongoing problem that should be dealt with immediately. FDA safety report ID# (B)(4).